Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1rs61, explanted: (B)(6) 2018, product type: lead; product ID: 3889-28, lot# va1rs61, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1rs61, ubd: 29-may-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). Floor. It was reported that the patient came back to the physician and stated he was not having greater than 50% improvement in symptoms anymore. The physician did a lead revision and battery replacement today. The physician replaced the battery because the setscrew in the previous battery was not releasing the lead. The issue was reported resolved. No further complications were anticipated/reported.